Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oth, omsc surmised that the reported phenomenon was attributed to the followings. The accidental failure of the printed-circuit board. The electric parts on the printed-circuit board was failed for some reason (poor durability of the parts themselves, etc.). The user handling: the printed-circuit board failed due to the excessive static electricity being applied to the hd/sd sdi out 1 terminal by connecting the cable with the subject device turned on or setting up without taking measures against static electricity, and so on. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The image signal was not coming from the hd/sd sdi out 1 terminal by the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a laparoscopic procedure, it was found that the image of the subject device was not displayed. The medical engineer of the facility called to the olympus field service engineer (fse) and the fse advised change to another signal channel, but it could not be solved. The user replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.